Manufacturer narrative:
(B)(4). This MDR is being submitted in response to a two year retrospective complaint review that was performed by carefusion to identify mdrs following the issuance of a (B)(4). The device was requested from the customer, to date it has not been received by carefusion for evaluation. Should additional information become available a supplemental report will be submitted. Carefusion continues to track and trend any incident related to this issue. (B)(4).

Event description:
The carefusion field service engineer (fse) reported that the ¿emergency¿ stop switch was not operating as intended. The fse stated that it would not stay in the ¿stop¿ position. A return materials authorization (RMA) was issued to the customer for the return of the product; to date the product has not been received by carefusion for evaluation.